Manufacturer narrative:
Follow-up #1 date of submission 06/05/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: visual inspection revealed that the battery cap slot on the top of the cap is worn but useable. There was no other damage found to the battery cap; the battery cap was able to fully tighten with no yellow o-ring visible. There was no damage found to the battery compartment. The pump was exercised for 24 hours with no power issues occurring. Unrelated to the complaint, investigation revealed that the keypad was torn from the contrast button to the up arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the contrast keypad button is unresponsive. The contrast button contact was inverted and stuck. There was evidence of keypad contamination found under all key contacts. Evaluation also revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on 03/11/2012 alleging that the pump lost power without alarming. The slot on the battery cap is reportedly damaged, but the reporter denies any other damage to the battery cap. The battery cap has reportedly never been changed. This report is being made based on the allegation that the pump lost power.